Event description:
Clinical study #107-010 same case as MFR 6000093-2006-01101. It was reported that 655 days after a coronary drug eluting stenting treatment procedure, the patient had an myocardial infarction (mi) and required a target vessel reintervention (tvr). The patient expired two days later. Lesion 1 being treated in the procedure was a 3.5x10mm, 90% stenosed, bifurcated, long portion of the saphenous vein graft (svg) of mid left anterior descending artery (mid lad) with moderate proximal vessel tortuosity. The physician performed pre-dilatation with angioplasty balloon. The post pre-dilatation target lesion had 50% diameter stenosis. The physician treated the lesion with successful placement of a taxus express2 8.8% 3.50x20mm drug eluting stent and post-dilatation. Lesion 2 being treated in the index procedure was a 3.5x15mm, 95% stenosed, long portion of the svg of the 3rd diagonal branch with moderate proximal vessel tortuosity. The physician performed pre-dilatation with angioplasty balloon. The post pre-dilatation target lesion had 30% diameter stenosis. The physician treated the lesion with successful placement of a taxus express2 8.8% 3.50x24mm drug eluting stent in the target lesion and post-dilatation. There were no reported complications. The patient was discharged the next day on aspirin and plavix. Six hundred fifty five days after the index procedure, the patient had a non q-wave mi confirmed on the basis of cardiac enzymes, and required a tvr. The target lesion in the svg of mid lad was treated with plain old balloon angioplasty (poba) and implant of a cypher stent. The patient was taking aspirin and plavix at the time of this event. The relationship of the mi and tvr to the taxus stent was unknown. Two days after the tvr, the patient expired. At the time of death, the patient had non-st segment elevation mi, congestive heart failure, right pleural effusions, resumed contrast nephropathy with acute renal failure, hyperkalemia secondary to acute renal failure, and acute anemia. There was unsuccesful deployment of stents to areas of restenosis in the mid and distal segments of the svg sequentially to ramus and svg. The patient developed pain in upper back and the physician suspected the cause of the death was aortic dissection. Resuscitation efforts were performed. The device relationship to this event was not indicated. In the opinion of the physician, the target vessel was not involved. No autopsy was performed.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.